Event description:
The customer stated that while running the axsym digoxin iii assay, a error code# 1118 (invalid test result. Intercept too low) was generated on a patient sample. The customer also stated that the correlation study data was acceptable and the error occurred only on one sample. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.